Event description:
The complainant reported that during impella 5.5 support, the patient went into ventricular fibrillation to ventricular tachycardia and then self converted into normal sinus rhythm. Echo was done and showed there was a left ventricle thrombus. Support continued. Additionally, the patient had a hematoma at the access site. The hematoma was decreasing since implanting, no intervention was noted. Furthermore, the patient had gastrointestinal bleeding (gib). The patient had bloody stools and anticoagulation was withheld. Two units of blood products were provided to the patient. Decision to withdraw care was made at the end of support. Medical safety review of the event note use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of vascular damage peripheral vessel, thrombus, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.